Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient had hit his head on a door frame. Subsequent testing carried out in the clinic showed open circuits on all electrode channels. The patient was re-implanted on (B)(6) 2014.